Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: as reported, during a ureteroscopy, the distal tip of the basket on an ncircle tipless stone extractor was found to be broken after a few passes. The device was tested prior to use. A laser was used during the procedure. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control, and manufacturing instructions, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used ncircle tipless stone extractor was returned to cook for evaluation in open packaging inside the plastic protector. Upon visual inspection one of the basket wires was broken at the tip of the basket. A functional test of the handle will actuate the basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode.¿ a lot history search found no other complaints had been reported for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provided evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause for this event could not be established. It was reported a laser was used during the procedure. It is possible that the basket wire was exposed to the laser, causing the wire to break, though this cannot be confirmed without additional information. There was no physical evidence of laser exposure, such as obviously melted wire material at the break. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the distal tip of the basket on an ncircle tipless stone extractor was found to be broken after a few passes. The device was tested prior to use. A laser was used during the procedure. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: manager. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious.